Manufacturer narrative:
Initial reporter was the patient's mother. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) via a company representative regarding a patient who was receiving compounded baclofen with concentration 2250 mcg/ml at a dose rate of 1800 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient has been experiencing a fever between 102-103 degrees every afternoon and evening starting at approximately 3 pm each day and lasting through the evening. The fever resolves in the morning and returns in the afternoon. The patient has also been experiencing increased spasticity and difficulty transferring. The patient has been hospitalized since (B)(6) 2018 and the treating physicians have ruled out any infections. No actions/interventions were taken to resolve the issue. The issue was not resolved at the time of the report. The patient¿s pump was nearing end of service (eos) and they will be scheduling replacement for normal battery depletion in the near future. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient was without injury regarding their status at the time of the report. On (B)(6) 2018 a company representative further reported that the cause of the fever was unknown. It was unknown if the fever was related to the patient¿s device. Regarding diagnostic tests/troubleshooting performed, it was noted that there were no additional details. No device related intervention occurred. The status of the fever was unknown. The device was still implanted, but would reach elective replacement indicator (eri) soon and would be replaced for normal end of life (eol). No further patient complications have been reported as a result of this event.